Manufacturer narrative:
(B)(4). (B)(6).

Event description:
On (B)(6) 2020, a patient¿s (pt) family member in (B)(6) reported the pt experienced right eye (od) pain and a diagnosis of corneal ulcer while wearing an acuvue® oasys® brand contact lens (cl). The pt visited an eye care provider (ecp) yesterday ((B)(6) 2020) for od pain and was diagnosed with an od corneal ulcer. The pt was prescribed vigamox, q1h until the follow-up visit on (B)(6) 2020 and acrylarm (lubricating ointment) at bedtime. The pt¿s family member reported the ulcer is under the od eyelid. The pt follows a monthly replacement schedule as instructed by the ecp and does not sleep in cls. The pt uses arlyt solution to clean and store cls. The date of event was reported as (B)(6) 2020. On (B)(6) 2020, the pt¿s family member was contacted and reported the pt visited the ecp this morning. The pt¿s family member saw a white mark on od pupil last night and the pt visited the urgent care during the night. The pt¿s family member reported the urgent care wanted to change the eye drops but would wait until the pt¿s visit this morning. The pt also made an appointment with another doctor later today. No further information was provided. On (B)(6) 2020, an email was received from the pt¿s family member stating the pt has an "infection" which is currently under treatment with ¿complicated vision.¿ the pt¿s family member refused to provide any further information. Multiple attempts were made to the pt¿s treating ecp to obtain medical records and additional information. No further information was provided. The suspect contact lens was discarded. A lot history review was performed and revealed the following: the batch record did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. Lot b00s6kj was produced under normal conditions. If any further relevant information is received, a supplemental report will be filed.